Event description:
The device was returned for a pneumatic valve leak failures. The device displayed a red pump service now message on screen after powering on, preventing the device from performing mock infusion testing. Log files were reviewed and show multiple valve 1 and valve 2 leak failures. Device was opened to inspect for internal damage. A crack was found in the glue that connects the ipc rear housing to the tubing. Because of this crack, the tubing is loose and not fully secured to the ipc rear housing. The upper loading pin lip seals were damaged during investigation and were replaced. The pump was then put into manufacturing mode in order to confirm the valve issue. Functional testing confirmed that valve 2 is experiencing a gross leak error.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: pump error won't clear. Pins were cleaned, did not pass test infusion. No patient harm, issue did not stop active infusion. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.